Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor did not pass incoming functional testing and was resetting. The cause for the failure was isolated to an shorted q4 and u7 and an open r46 resistor on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.